Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. The device could not be interrogated. The device case was removed to facilitate inspection and testing of the internal components. The battery was noted to be swollen. It was removed and replaced with an external power source. Current draw testing was completed and the current drain was noted to be normal. Device data stored in the remote monitoring database was reviewed and it was noted the pacemaker had not tripped battery replacement indicators prior to it being explanted. The battery was forwarded for detailed testing. Analysis confirmed the battery was prematurely depleted; however, the root cause was unable to be determined. This report is being submitted to correct the additional MFR narrative field (b3) in section h. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The allegation was confirmed. This device has non-ceramic capacitors which results to 0.0128 percent of hydrogen present. Moreover, the device case was removed, the battery was swollen and the latitude data indicated that the device should be inactive at a time of return. Furthermore, there were no suspicious fault or reset and no high-power consumptions.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The allegation was confirmed. This device has non ceramic capacitors which results to 0.0128 percent of hydrogen present. Moreover, the device case was removed, the battery was swollen and the latitude data indicated that the device should be inactive at a time of return. Furthermore, there were no suspicious fault or reset and no high-power consumptions.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). This device was explanted and replaced. No additional adverse patient effects were reported.